Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. There were traces of blood visible inside the balloon and the shaft lumen. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a 1mm longitudinal tear located on the distal edge of the distal markerband. The device was passed over a 0.035" guidewire with no restriction noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon pinhole was noted. The 90% stenosed lesion was located in a severely tortuous left common iliac artery. It was noted that contrast media was leaking from the wanda 3.0-20, 80 balloon and a pinhole was found. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during an unspecified procedure a balloon pinhole was noted. The 90% stenosed lesion was located in a severely tortuous left common iliac artery. It was noted that contrast media was leaking from the wanda 3.0-20, 80 balloon and a pinhole was found. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4)